Event description:
It was reported to philips that there was a geometry failure during a patient examination. The system was in clinical use. No user or patient harm has been reported. Philips started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside clinical use at the time of the event. The customer reported that the system was indicating geometry failure during a patient examination. As per customer the cause of the problem was defective power supply. No further information regarding the issue has been provided. No service has been performed by philips since case has been cancelled by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.